Event description:
Upon deploying the bravo capsule it did not adhere to the esophageal wall. Capsule found in pt's mouth. All equipment (suction machine) functioning properly. Representative from company here. Proper technique by tech assisting gi physician. Other pt ID: (B)(4). Other lot #s: 6doc ID, 67bd ID.